Event description:
It was reported that they were tried to start therapy on patient, but arctic sun device keeps alerting low flow and air leak. 5 pads connected. Walked through how to stop therapy and drain pads. Disconnected pads and reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Checked fluid delivery line (fdl), but it was twisted around the handle. Turned off device, fixed the fluid delivery line (fdl) and restarted therapy. System diagnostics were outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 28.1, chiller temperature (t4) was 7.6c, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4. Confirmed flow rate was now between 3.2-3.4l/m and therapy was running fine before disconnecting. Suggested nurse call back if the alert popped up again.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to "incorrect setup causing pad lines occlusion, e.g. Kinking". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were tried to start therapy on patient, but arctic sun device keeps alerting low flow and air leak. 5 pads connected. Walked through how to stop therapy and drain pads. Disconnected pads and reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Checked fluid delivery line (fdl), but it was twisted around the handle. Turned off device, fixed the fluid delivery line (fdl) and restarted therapy. System diagnostics were outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 28.1, chiller temperature (t4) was 7.6c, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4. Confirmed flow rate was now between 3.2-3.4l/m and therapy was running fine before disconnecting. Suggested nurse call back if the alert popped up again.